Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal end of the stent was stretched down towards to the tip. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed, 24mmx2.7mm, eccentric, de-novo target lesion was located in the mildly tortuous and moderately calcified distal left circumflex (lcx) artery. Pre-dilatation was performed using a 3.0x12 non-bsc balloon catheter with residual stenosis of (B)(4). Subsequently, a 28 x 2.75 promus premier&#10244;rug-eluting stent was advanced to treat lesion but failed to cross. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.   (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed, 24mm x 2.7mm, eccentric, de-novo target lesion was located in the mildly tortuous and moderately calcified distal left circumflex (lcx) artery. Pre-dilatation was performed using a 3.0 x 12 non-bsc balloon catheter with residual stenosis of (B)(4). Subsequently, a 28 x 2.75 promus premier(tm) drug-eluting stent was advanced to treat lesion but failed to cross. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.